Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the PICC line insertion (upper arm) had to be removed due to split/crack in catheter at the clear extension tube near the lumen. Leaking (purple lumen) between the extension tube and lumen was observed. The patient will require an additional procedure due to this occurrence - a new PICC is due to be inserted.